Event description:
A malfunction alarm was reported, but no notable events occurred prior to it. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, which resolved the issue. The customer continued to use the pump and was advised to contact support if the malfunction recurred.